Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported, that  they have been having trouble with their device for quite some time. The patient stated, that they have been experiencing pain around their panty line, where their femoral artery is all the way around to their buttocks. Patient said, the only way they can get any relief from the pain is to turn the device off for a little while and catch their breath or turn it way down. Patient also said, it's causing them to get urinary tract infections, because they're not able to empty their bladder when they turn the device down. Patient also stated, the pain occurs when they lay down, but if they switch positions, the pain subsides. Agent reviewed, positional changes and their effect on stimulation. Patient also mentioned, that they fell out of their van and "busted their ass pretty good". But, they didn't go to the doctor or anything. Patient stated, "hopefully, I haven't knocked something loose". Patient followed up and stated, that they are pretty confident that their pain is related to the stimulation. Patient services, walked patient through how to change programs. Patient changed programs and will maintain stimulation level and will continue to track symptoms. Confirmed, stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.